Manufacturer narrative:
The device was returned to smiths/ICU medical. Four pictures were attached and reviewed. The complaint sample was received in used conditions without its original packaging, decontaminated, connected to an extension set from lot number unknown and inside in a plastic bag. The pump tube height was out of specification. The sample failed the delivery accuracy test. Functional testing was passed; the pump ran and no alarms were activated. The complaint is not confirmed.

Event description:
It was reported that "after filling up medical fluid into the cassette, the customer attached it to a pump and performed a pre-use check. However, a "no disposable, pump won't run" alarm went off. So he changed the pump to another one, but the alarm persisted. He then changed the cassette to another one. After that, the alarm was cleared. No patient injury was reported.